Manufacturer narrative:
The described problem seems to be related to use of the drainage and not to any possible manufacturing issue. Since the samples of the drains are unavailable for our evaluation, we are unable to define the root cause for the problem during removal. The complaint will be closed as not justified.

Event description:
In a short period of time we had 4-5 drains that we were not able to remove at the bedside. In these instances it was experienced nurses involved. The patients were sent home with the drains and followed up with the surgeon for removal.